Event description:
In 2008, a doctor alleged that tempbond clear temporary cement had left a black stain on a tooth preparation; no other information was provided.

Manufacturer narrative:
Several attempts to contact the doctor have been made, however the doctor has been unresponsive. No other information has been provided at this time. The actual device involved in the incident was not returned to kerr corporation for evaluation. The retain sample was visually inspected and found to be within specifications. - attachment: [tempbond clear with triclosan 2024312-2008-00048 - evaluation.pdf]

Manufacturer narrative:
The patient's permanent crown was cemented without incident with no discoloration visible. The patient is doing fine. This is the final report.